Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested and the following was obtained: please clarify how the product was defective: did the device jam? No. Did the strap deploy incorrectly? No, it did not deploy at all. When the trigger was depressed, no straps deployed? Yes, no straps deployed. Is the device broken? No. Please provide lot number/ qlmclc. Evaluation: the analysis results found that the device was returned with cannula cap damaged. In addition, foil pouch was received. The instrument was disassembled; upon disassembly the prongs of the fork were deformed causing the jamming and 14 straps that were found inside cannula shaft. A possible cause for the condition that the device was firing 14 straps was because the prongs of the fork were found deformed this is indicative of the device being fired into bone or another hard surface, thus rendering device unusable. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. No further investigation will be conducted. Result information will be included in complaint trending that is reviewed by the applicable product quality safety surveillance data review board on a regular basis to determine if further action is necessary.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2021 and the absorbable straps were used. During surgery, the surgeon tried to place the strap but there was a malfunction as the device did not fire. Therefore, the surgeon opened another device that performed perfectly, and the surgery was completed with no further problems. Upon evaluation of the returned device, it was found that the cannula cap was damaged. There were no patient consequences reported. Additional information was requested.